Manufacturer narrative:
Information contained in this report was previously submitted through asr on 18/apr/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold, device appearance (air cavities are observed but it is not considered a defect due to the non-textured part located), wear abrasion and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a striated edge opening in the anterior, consist with use of a surgical tool and crease smooth in the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior due to surgical damage. A crease smooth in the anterior side due to a fold flaw opening. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a right side deflation. Healthcare professional additional reported "creases." Device has been explanted.